Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. Reportedly, the customer was experiencing unknown sensor readings and did not suspend the basal software to automatically suspend insulin delivery. Glucose tablets and honey were consumed to treat bg.